Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received high glucose readings on the adc freestyle libre reader and stopped taking medication. No symptoms were reported, however customer was at the hospital for a examination and an unspecified reading that was 3 points higher than the reader's reading was obtained. Customer was hospitalized on (B)(6) 2021 due to hyperglycemia and was treated with unspecified infusion before he was discharged on (B)(6) 2021. There was no report of death or permanent injury associated with this event.